Event description:
A ventilator was returned to the for an allegation of a high o2 pressure alarm. There was no allegation of harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The product investigation laboratory determined that the oxygen blending module's proportional valve was leaking. The device's oxygen blending module was replaced to address the issue.